Manufacturer narrative:
(B)(4). Date sent: 12/20/2021. Additional information received: device was discarded after the case. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sigmoid colon resection procedure, when pa was removing circular stapler from the patient after successfully firing the device, the anvil fell off in the patient¿s rectum. The pa then had to retrieve the anvil which was successful. When pa was removing device from the rectum, she felt a "pop". When initially removing device after 2 full turns, she felt some resistance to remove, so I (the rep) advised her to turn slightly more before removing, the surgeon then also advised to push in to get over the anastomotic lip and begin removal. The "pop" was felt at the very end of removal and was missing when fully removed from the patient. There were no patient consequences reported.